Event description:
It was reported that balloon rupture occurred. The 90% stenosed shunt was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 5.00mm/2.0cm/50cm peripheral cutting balloon was advanced for dilation. However, during the fourth inflation at 4 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.